Event description:
It was reported that different colored lines appeared on the display screen, making it impossible to see the normal home screen. There was no adverse impact to the customer's blood glucose level. The customer planned to use multiple daily injections (mdi) as a backup therapy to ensure insulin delivery would not be interrupted.